Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: potential factors that can influence inaccurate delivery include anatomy landmark visibility, patient pre-existing conditions such as calcification, compliance of native anatomy, tension applied on the dcs during positioning and user technique. In this case, the procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned too high. A second valve was successfully implanted valve-in-valve in a slightly more shallow position. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a snare was used in attempt to reposition the first valve prior to the implant of the second valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.